Event description:
It was reported that post-implant of a right atrium leadless pacemaker (ralp) the ralp was unable to be interrogated. X-ray was performed and revealed the ralp had dislodged and migrated to the right femoral vein. The physician elected to retrieve, explant, and replace the ralp. The patent was stable before, during, and after the procedure.